Event description:
Went in to hospital because arm, hand, and face on right side was tingling numb. Hospital thought it might be a stroke and ran all tests. All normal then they thought it might be something else needing observation, so I stayed 2 nights everything was normal yet tingling and numbness continued. I've had nerve tests, x-rays, MRI all normal. I've had so much pain in arm, legs, stomach issues, neck pain, brain fog, chest tightness, problems breathing, breast pain, now I'm getting under arm knots and bruises. FDA safety report ID# (B)(4).